Event description:
It was reported that the customer had a button error alarm on their insulin pump. Customer stated that the error occurred after he came back from kayaking. Customer also stated that there was fog in the glass window of the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on keypad traces. The device also had moisture damage on the electronic assembly. The unit was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.